Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.  The reported problem (monitor resets) has been confirmed.  Upon investigation the monitor failed a pulse test.  The cause for the failure was isolated to shorted insulated-gate bipolar transistors (igbts) q12 and q16 on the defibrillator pca. The root cause for the shorted igtbs could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor was resetting.